Event description:
It was reported that the unit does not accept clinician code "212". It accepts clinician code after admin code is entered for couple of hours. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation did determine that the device downstream occlusion sensor was faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device downstream occlusion sensor was replaced and the device passed all testing.